Event description:
Post-aortic valve replacement with some coagulopathy, bleeding, cardiac tamponade, and cardiogenic shock plus bleeding from anterolateral pulmonary artery secondary to swan-ganz catheter insertion with dissection of the pulmonary artery to underside of the pulmonary artery and aorta, death in the operating room secondary to recurrent ventricular fibrillation